Event description:
It was reported that approximately 44 months post-implant of a bifurcated stent graft and two infrarenal aortic extensions, a computed tomography (CT) scan revealed an endoleak between the bifurcated stent graft and the infrarenal aortic extension. The physician elected to explant the devices and treated the patient with a dacron graft. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the clinical assessment, the reported event is confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed, and confirmed that the reported event is adequately captured in the existing labeling. Based on the clinical assessment, the root cause of the reported endoleak is inconclusive, but might have been associated with product use that was incongruent with sizing recommendations. No product issue was identified in the evaluation.